Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "a bilateral exchange from textured to smooth breast implants due to the patient¿s concern with the product," and ¿my left breast implant I have discomfort and it busted.¿

Event description:
Patient reported left side "exchange from textured to smooth breast implants due to the patient¿s concern with the product," and ¿my left breast implant I have discomfort and it busted.¿ the device has been explanted.